Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working. Customer¿s blood glucose level was unknown. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer was treated with the insulin pump. Customer reported that the auto mode was automatically delivering insulin at the time of high blood glucose event. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.